Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure using a benchmark 6f 071 delivery catheter (benchmark). During preparation of the benchmark on the back table, the physician was unable to advance the benchmark through the peel away sheath included in the benchmark packaging; therefore, it was not used in the procedure. The procedure was completed using a new benchmark. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the benchmark was kinked approximately 8.0 cm, 12.5 cm, 15.5 cm and 18.5 cm from the hub. The device was damaged and ovalized from approximately 104.0 ¿ 110.0 cm from the hub. The peel away sheath had minor kinks approximately 6.0 cm and 8.0 cm from the proximal end. Conclusions: evaluation of the returned benchmark revealed ovalizations and kinks along the distal tip. If the device is pinched or otherwise mishandled during preparation for the procedure, kinks and ovalizations may occur. If the distal tip is ovalized, resistance may be encountered while advancing it through the peel away sheath. This likely contributed to the additional damages observed along the distal end. During functional testing, resistance was experienced, and the returned benchmark was unable to advance through the peel away sheath. However, a demonstration benchmark was able to advance through without issue. Further evaluation revealed kinks on the proximal end of the benchmark. These kinks were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.